Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a protege everflex self-expanding stent to treat a lesion in the mid iliac artery - common with moderate calcification and little tortuosity. No abnormalities reported in relation to anatomy. No embolic protection was used, no damage noted to packaging (i.e. Shelf carton, hoop/tray), issues noted when removing the device from the hoop/tray), device was prepped per the IFU with no issues noted. It was reported that the device or component detached, cracked, fractured or damaged during delivery through the vessel. After the part of the stent was deployed, the delivery rod was withdrawn, and the stent was broken. Deployment issues were noted. No damage to the deployment mechanisms or device handle prior to deployment issue. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was not removed. The detached portion of device remains in patient. Re-inserted another stent and fitted the fracture stent to complete the operation. Device did not pass through a previously-deployed stent, resistance was not encountered when advancing the device, excessive force was not used. No further patient injury reported for this event.

Manufacturer narrative:
Image review: the customer provided two images relevant to the reported event. The first image was a cine image with shows the distal end of the stent expanded deployed, while the retainer remains within the catheter shaft. Three tantalum spheres were noted at the distal location of the picture within the vessel. It is likely the three tantalum spheres identified were from a previously deployed stent. Proximal to the three tantalum spheres, an area of four expanded tantalum spheres were noted. The distal marker band of the catheter shaft was observed, and proximal to the end of the catheter shaft was the retainer with tantalum spheres of the proximal end of the stent . The cine shows the stent partially deployed and a portion of the stent remained loaded inside the catheter shaft. The second image provide was a photo of the fractured stent which remained loaded the catheter shaft. The photo shows the stent is fractured. The distal tantalum spheres/rivets were not present. The inner assembly was exposed and advanced from the distal rim of the outer shaft. Product analysis: the protégé everflex was returned. No ancillary devices were included. The protégé everflex was inspected. It was discovered the stent was partially exposed with a radial ductile fracture and the stent struts stretched distally. The inner was exposed approximately 2.5cm. A kink was noted at approximately 1cm from the distal end of the exposed inner. Approximately 0.3cm of the stent was exposed outside of the distal rim of the catheter shaft. The distal rim of the outer assembly was buckled. The proximal end of the loaded stent was approximately 3cm from the distal rim of the sheath. No other damages or anomalies were noted. The safety knob was loose. The product labeling indicates the stent length is 6 cm. The deployment system was attempted to be flushed, but the gw lumen was obstructed. A guidewire could not be loaded. The deployment system was connected to the deployment apparatus. 5.58 lbs of forces was applied and stent would not deploy. The report has been confirmed. A stent fracture was identified. If information is provided in the future, a supplemental report will be issued.